Manufacturer narrative:
Information references the main component of the system.

Event description:
A consumer reported a patient had intermittent therapy since 2015. They said it worked at first and then stopped and now it work intermittently. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.